Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was noise with an unstable capture threshold on the right ventricular (rv) lead. X-ray was performed and there was no damage to the rv lead. The rv lead was capped and replaced and the patient was stable.